Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted on (B)(6) 2025. During the ongoing use of the balloon device, an x-ray showed the balloon to be hyperinflated. An endoscopy procedure was performed and the balloon was explanted on (B)(6) 2025. There were no patient complications reported as a result of this event. The patient's condition is reported to be stable.